Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "patient caregiver break the aseptic technique". The peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. One day prior to the peritonitis diagnosis, the patient was hospitalized and treated with injection ceftazidime (250 mg, three times daily, intraperitoneal, discontinued after seven days) and injection vancomycin (1 gm, alternate day at bed time, intraperitoneal, discontinued after seven days) for peritonitis. The patient was discharged eight (8) days after hospital admission. On an unknown date, the patient recovered from peritonitis event. Pd therapy was ongoing. It was reported that the caregiver was retrained on the proper aseptic technique. No additional information is available.